Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary : the device was received under (B)(4) and has been investigated under pi-(B)(4). Device history lot : part number: 280.050s lot number: 817522 part manufacture date: n/a manufacturing location: n/a part expiration date: n/a nonconformance noted: n/a. DHR record review: a review of the device history record could not be performed as the product was not returned and the lot number and part number provided are not valid. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2021 there was a problem with the sliding of the barrel of the plate along the body of the cephalic screw. Generally surgeon installs the cephalic screw on a screw holder provided with a threaded end (connection key) and then can slide the plate in advance and which is supposed to guide the barrel of the plate on the screw. However when screwing in the cervical screw with instrument, the tip of the screw flared slightly. Then while attempting to slide the barrel, it did not pass any more because of very slight widening. The surgeon had to add a second screw (acumed 7.5 screw) away from the screw left in place. However, it is not impossible that there is a secondary sweeping of the screw since there is no lateral cortical support. No further information provided. This report is for one (1) dhs/dcs lag screw 12.7mm thread/105mm-sterile. This is report 2 of 3 for complaint (B)(4).